Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed a possible broken sensor wire and claimed that the sensor wire attached to the pod upon removal might be shorter than usual on (B)(6) 2014. Patient did not report any discomfort at the insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.